Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The pump was set to deliver 87.8 milliliters however the actual amount delivered was 71.5 milliliters. No adverse patient effects were reported.